Event description:
Pt scheduled for caudal epidural steroid injection by physician. Epidural catheter placed in pt for injection of steroid. Injection completed. Upon removal of catheter, physician inspected catheter tip and stated that approximately 3 cm of catheter tip retained in epidural space. Fluoroscopy inconclusive. Physician and family informed. Diagnosis or reason for use: epidural steroid injection.